Event description:
This lead was implanted on (B)(6) 1989 and was capped on (B)(6) 2011 due to high impedance and noise. The physician was dr. (B)(6) in saint paul, mn. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).